Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient reported via a manufacturer representative (rep) that she arrived in surgery on (B)(6) 2016 anticipating to have her right implantable neurostimulator (ins) changed due to depletion. As the rep interrogated the ins pre-op it was found off and the battery was reading 2.96. The patient claimed she believed the ins was depleted after seeing a message on the patient programmer. She was unable to describe the image and she stated that she did not believe that she inadvertently shut off her ins. It was unknown if any environmental or external factors led to the issue. The surgeon and patient agreed not to proceed with replacing the ins as it was deemed unnecessary. The rep would be meeting with the patient in the near future to educate her on the patient programmer. The issue was considered resolved. There were no associated symptoms. The patients indication(s) for use were dystonia and movement disorders.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reported that the cause of the implant being turned off remains unknown. It was stated that the patient does not know how to use the patient programmer (pp) and will be re-trained in the next few weeks following date of additional information.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.